Manufacturer narrative:
A partial lead connector portion was returned in one piece measuring 6.5 cm/6.9 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was coronary artery disease and cardiac respiratory arrest.